Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unrecoverable arterial air alarms followed by an arterial pressure alarm occurred at the start of the routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. No problems were found during evaluation of the returned cycler. The cycler alarmed appropriately to the presence of air as reported. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.